Event description:
Patient was revised to address pain. Update rec'd (B)(6) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metal debris, metalosis, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. An unknown stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this product was a competitor product and should not have been reported.

Manufacturer narrative:
Investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.